Event description:
It was reported by an attorney that the patient underwent an anterior and posterior repair and urethropexy to treat stress urinary incontinence on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, infections, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced dyspareunia, incontinence, bowel dysfunction, chronic vaginal and pelvic pain, infection, inner thigh pain and cramping, constant pain in legs, lower back and hips, when standing there is pulling sensation on each side of lower abdomen, tingling in neck and arms, stress associated with chronic pain, infection and overall impact on her life and marriage. No additional information was provided.